Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of diarrhea and peritonitis in a male (born in (B)(6)) coincident with dianeal , unknown, therapy. On (B)(6) 2010, the patient began receiving dianeal, unknown (lot number, dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unspecified date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and "cloudy solution" and was subsequently admitted to a hospital. Whether a peritoneal effluent culture and analysis was performed or whether remedial treatment was rendered was not reported. At the time of report, the event of peritonitis was ongoing and the outcome of the diarrhea was not reported. Action taken with dianeal therapy was not reported. Concomitant medications were not reported. The event of peritonitis was assessed as unrelated to dianeal therapy. The reporter further noted the cause of peritonitis as diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.